Manufacturer narrative:
(B)(4): batch # m55r6p.the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a reversal of loop ileostomy procedure, the small bowel was placed between the anvil and cartridge to complete the anastomosis of the ileum. The tissue retaining pin was in place and the compression knob was turned so that the tissue was adequately compressed, the compression indicator was in the green zone closest to the blue side. The stapler fired without incident, the compression felt smooth and there were no strange noises. The stapler was fired and the ileum cut along the stapler anvil. When the stapler was released it was noticed that the line of staples had been fired into the tissue but had not formed secure b-shaped closed staples, the legs were still straight and hence had not closed the wound. An extra two cm of bowel containing the non-closed staples was removed and a larger tl90 fired across it which worked without problem. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.